Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) displayed an error code. It was noted that the epg failed the incoming functional test and shut down on the test system, and powered up to the error code during the bench test. The epg was returned unrepaired to the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.